Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), large atrium and restricted posterior leaflet for a mitraclip procedure. During the procedure, mitraclip was caught in the chordae and when trying to free it from chordae, it was noticed that the chordae slightly damaged. Clip was removed from the patient. Second clip was attempted and there was difficulty to adequately grasp the leaflets. Physician decided to discontinue the procedure. Clip got stuck at the tip of the sgc when it was tried to remove it. It was pulled back into the right atrium and was snared from the left groin. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.